Event description:
It was reported that a buretrol IV administration set was found to have separated tubing. This was noticed during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned, and the lot number was unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A photo was provided for inspection. Visual inspection of the photograph revealed separation between the tubing and the burette chamber. As the physical device was not provided, a cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.